Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Reaction was located on the abdomen and described as a scabby rash secreting pus. Affected area was treated with euromicron antibiotic ointment that was prescribed on (B)(6) 2016 for a previous reaction to the adhesive. At the time of contact, the patient was well. No additional event or patient information was provided.